Event description:
A durable medical equipment supplier (dme) informed the MFR of a continuous positive airway pressure device (CPAP) failure. The failed device reportedly exhibited a void in its upper housing. No pt or user harm was reported. The device was returned to the MFR by the dme for eval. The MFR has initiated an investigation and will file a follow-up report when it is completed.